Manufacturer narrative:
Add'l info has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the pt present with increasing pain over time. The surgeon reports radiolucent line around stem indicating loosening. As well as a bone pedestal at the tip of the stem. The surgeon decided to revise the stem. The surgeon removed the stem through the anterior approach. Broached the femur with a larger short citation broach. The femur did require add'l reaming which was performed. A larger size short citation was implanted. Trial reduction was done and final head impaction was performed.